Event description:
During a knee arthroscopy/subchondroplasty, the tip of a component of the zimmer knee kit broke off inside the patient's tibia at the surgical site. Surgeon was unable to retrieve it.